Event description:
It was reported the patient's blood glucose level (bg) rose to greater than 250 mg/dl while wearing the pod. The pod reportedly was coming loose from the infusion site, causing the cannula to dislodge. When removed from the infusion site , the pod's cannula was found bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent/dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.